Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol phasix (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol ventralex hernia patch on (B)(6) 2011 and phasix mesh on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol ventralex hernia patch on (B)(6) 2011 and phasix mesh on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of the ventralex mesh (device #1). Per operative notes, ¿a ventralex mesh (device #1) was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia, cholelithiasis, multiple abdominal masses thereby underwent open repair with the explant of ventralex mesh (device #1) and implant of phasix mesh (device #2). Per operative notes, ¿old ventralex mesh (device #1) was excised. A phasix mesh (device #2) was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with abdominal wall mass and recurrent incisional hernia thereby underwent robotic laparoscopic repair with the implant of phasix mesh (device #3). Per operative notes, ¿a phasix mesh (device #3) was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol phasix (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.